Event description:
It was reported by the attorney that the plaintiff underwent a surgery to remove a non-cancerous brain tumor in 1995. In the course of the surgery, vicryl sutures were used. The attorney alleged that the plaintiff suffered infection and unspecified injury due to the use of contaminated sutures. No other info was provided.